Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise causing auto mode switch episodes. The patient was brought to the clinic and the noise could be reproduced with pocket manipulation and isometrics. The device was reprogrammed on (B)(6) 2015 and the patient would be monitored.

Manufacturer narrative:
UDI (di): (B)(4).